Event description:
A customer contacted beckman coulter (bec) in regards to obtaining low potassium (k) results on two (2) patient samples generated on the olympus au481-10e (au480) with ion selective electrode (ise) clinical chemistry analyzer. The samples were rerun and yielded normal results. Patient #1's initial low potassium result was reported out of the laboratory. The results provided by the customer are shown in this report. There was no death nor injury or change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not available. Calibration data showed all electrodes were within tolerance before this reported event. In addition, the customer confirmed quality control (qc) data was acceptable prior to the event. A bec field service engineer (fse) was dispatched on (B)(6) 2013 to evaluate the instrument. The fse confirmed the presence of bubbles that was noticed by the customer which originated from the reference valve. The fse replaced the failed reference valve and primed all bubbles from the system. No similar issues have been reported since this part was changed. The erroneous potassium results were caused by an ise reference valve malfunction.